Event description:
Information was received indicating that while in use, a no disposable pump won't run alarm and no disposable clamp tubing alarm was noted with a smiths medical cadd cassette reservoir. No patient consequences were reported. No adverse effects were reported.